Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door was jammed on something and skipped a tooth on the gear assembly. The door assembly was aligned to the gantry for proper home position and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the gantry doors were closed, the system was indicating the doors were not closed. It appeared that the tracks had some movement in them. There was no patient involved when this issue was discovered.